Manufacturer narrative:
Findings: no unexpected blank display anomalies noted. Unit received with critical pump errors (open book image) and broken force sensor was detected during seating or regular delivery alarm due to corrosion on force sensor noted during visual inspection. Unable to perform pump self-test, active current meas., sleep current meas., rewind test, seat test, basic occlusion test, force sensor test, occlusion test and displacement test due to open book errors. Missing display window cover noted. Corrosion on battery tube assembly, motor assembly and all electronic assemblies noted. Scratched casing, minor scratches on lcd window, pillowing keypad overlay, scratches on keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 9.9mmol/l. The customer reported that the device was exposed to water. Customer got in the pool with the pump. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.